Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric banding surgery, when the fourth cartridge is introduced into the cavity, the stapler did not fire normally. When the jaws were opened, it was seen that the staples were open without the formation of the "b" and with the cut fabric but without staples. The doctor says that, when removing the stapler, it was "soft" compared to other cartridges. The procedure was completed by suturing the portion of the tissue without staples and stapling over the other sections. There was no permanent injury. Additional information has been requested but not yet received.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Additionally, the loading unit had damage to the cutting edge of the knife blade noted during microscopic inspection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife-bar assembly may occur when application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
Per additional information received, according to the reporter, the staple line was not incomplete. The device fired, but the staples did not close. There was no patient injury.